Manufacturer narrative:
Maquet has notified the f.d.a of its intent to implement a device correction to resolve this issue in the us the ambient light module was replaced with one of a different material and design. The device was returned to service. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported to maquet that an ambient light module broke during a cleaning procedure. There was no patient involvement. (B)(4).